Event description:
It was reported that this right atrial lead exhibited loss of capture. A lead revision was performed and the lead was attempted to be repositioned, however, it was not successful. It was decided to surgically abandon the lead and another one was implanted instead. No further adverse patient effects were reported.